Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 5f sheath hole per access site prior to an endovascular aneurysm repair (evar) procedure. Reportedly, in the rcfa, the first prostyle suture was placed successfully. A cuff miss was noticed for the second prostyle device. The third and fourth prostyle sutures were deployed; however, when the device was removed, the sutures came out of the vessel. In the lcfa, the first and second prostyle sutures were deployed; however, when the device was removed, the sutures came out of the vessel. Two other prostyle sutures were successfully preplaced. After the evar procedure, in the rcfa, the first prostyle preplaced suture and a non-abbott device achieved hemostasis. In the lcfa, the third and fourth preplaced prostyle sutures achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.